Event description:
The customer reported to olympus that the 4k camera head displayed scope communication error code e224. The issue was observed during an unknown therapeutic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) five years since the subject device was manufactured. Based on the results of the investigation, a definitive root and probable cause could not be determined. The event can be detected/prevented by following the instructions for use which state: instruction manual otv-s400 chapter 9 troubleshooting, 9.2 troubleshooting guide olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with another device and no delays.